Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center. The alternating current (a/c) connector was noted to be damaged. The device could not complete initial power up. The a/c connector needed to be replaced to address the reported issue; however, no repairs will be performed, as the device will be scrapped.